Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl 40 mcg/ml at 9.181 mcg/day and bupivacaine 28.3 mg/ml at 6.495 mg/day via an implantable pump for unknown indication for use. It was reported that the patient had rib pain from running against pump. Pump pocket revised due to pump irritating patient¿s rib and moved pocket inferior. The issue resolved with the patient's status being "alive-no injury". The patient's weight was 70 kg at the time of this report with patient's medical history asked but made unknown.